Event description:
It was reported that the 9800 system intermittently locked up and would not fluoro during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard, power cord, and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.